Manufacturer narrative:
On (B)(6) 2024, a patient underwent implantation of a hip replacement. According to the sales representative, the flexible drill shaft ic ((B)(4)) broke, when the surgeon attempted to drill a hole for an acetabular screw (see 3012523063- 2024-00007). To continue the surgery, the surgeon used another flexible drill shaft ic ((B)(4)), which also broke at the same spot. The surgery was completed by using a third flexible drill shaft ic ((B)(4)). As a conclusion, three flexible drill shafts ic were used during the surgery, out of which two broke intraoperatively. The broken flexible drill shafts ic fractured almost at the identical spot at the transition between the head of the instrument and the flexible part of the shaft. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. The standard surgical techniques and the instructions for use have been checked in terms of content, no errors could be found. The incident can be regarded as a random failure of a component with regard to the drill shaft. A possible cause for the break of the drill could have been an unintentional user error, but the condition of the bone could also have had an influence, however both was not reported. This event was assigned to the error pattern "break of the instrument" with the consequence "extension of the operating time".

Event description:
Drill shaft snapped when surgeon attempted to drill hole for acetabular screw during a custom case. Surgeon was trying to place the illiac posterior screw and the flexible drill shaft broke. We then tried with a second one and this also broke. Finally achieved success with the 3rd drill shaft.